Event description:
It was reported that after the pixel stent would not cross the lesion, it was retracted into the guiding catheter, but the stent became dislodged. A snare device was used to successfully snare the stent and it was removed from the pt. No pt effects were reported.